Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 09/30/2007, however the correct date is 10/19/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with single fiber superior at 11 o'clock in the left eye (os) near hinge, extruded edge, post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation (fbs), but no pain. A small extruded portion of exposed fiber was removed, but small edge hanging off the fiber that is attached under flap. The patient feels better. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -3.50 x -1.50 x 0; left eye pre-op 20/20 -2.00 x -2.75 x 168. Bcva from (B)(6) 2019: right eye post-op 20/30; left eye post-op 20/30.